Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4291911. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Bed 57 diagnosis: lower abdominal pain. Possible causes: pelvic inflammatory disease? Adenomyosis? During rounds, observed slight bloody discharge within the heparin cap. Replaced with a new heparin cap. Upon opening the infusion set, noted leakage from the heparin cap. After checking its seal, slight leakage persisted. Replaced the heparin cap again.